Event description:
A nurse reported that the system would not accept the cassette and displayed a system message. They were able to reinsert the cassette and complete the case after a 15 minute delay. No harm to the pt was reported.

Manufacturer narrative:
A sample has been received by the MFR, but has not been evaluated yet. The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).